Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to pacing lead impedance (pli) measurements greater than 3000 ohms, which was out-of-range, during a generator upgrade procedure. Another rv lead was successfully placed. No additional adverse patient effects were reported.